Manufacturer narrative:
The reported events of lead dislodgement, a helix mechanism issue, and the stylet would not advance were confirmed by analysis. The lead was returned in one piece, over-torqued and clogged with blood and tissue. The damage found was sustained during procedure. The complaints of no capture and high threshold were not confirmed. No other anomalies were found.

Event description:
It was reported that the patient presented in the hospital after exhibiting syncope resulting in the patient falling. Interrogation of the device revealed the patient's right ventricular lead was failing to capture. It was suspected that the lead was dislodged. It was elected to revise the lead. During the lead revision procedure, it was found that the lead helix could not be rotated and failed to be advanced into the appropriate position. The lead was then explanted and replaced. The patient was stable.